Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead exhibited high thresholds, despite multiple positioning attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).